Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit 50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit 30cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on patient's right lead. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on patient's right lead. The patient will undergo a revision procedure wherein a lead will be replaced.